Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lower anterior resection at the 1st firing of the device the cartridge was connected to the handle, however when the surgeon tried to fire the device, the handle was unable to be squeezed and the device did not fire. The procedure was completed with another device. There was no patient harm.